Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The patient had an unknown sized taxus express2 drug eluting stent implanted to treat an unspecified lesion. The physician then attempted to implant a 3.0x24mm taxus express2 des distally to the previously implanted taxus express2 des. The 3.0x24mm taxus express2 des was unable to cross the previously implanted stent as the device "just wouldn't get through the bend (in the vessel) and kept running up against the previously implanted taxus". Upon removal of the 3.0x24mm taxus express2 des, it was noticed that the device exhibited stent damage. There were no patient complications reported with the patient's current condition listed as "fine". Additional information was requested, but was not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.